Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited premature elective replacement indicator. Device diagnostics were cleared and the device resumed normal function. The patient was noted to be doing fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).